Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they ran advanced clean and replaced the integrated multi-sensor technology (imt) sensor. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered build up on the imt rotary valve and replaced it. The cse ran diluent check, which passed. The calibrations and quality controls were within acceptable range. The cse ran precision testing, which passed. The cause of the discordant k result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.